Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify product is silk code (B)(4)? Can you identify the lot number?

Event description:
It was reported that a patient underwent a wound debridement procedure on (B)(6) 2019 and suture was used. The suture broke when it was about to finish sewing in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.